Manufacturer narrative:
The customer's report was observed and attributed to the pushbutton board. The memtron button board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-year-old male patient, the device did not respond to the front panel controls. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.